Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was experiencing discomfort in the neck from the extensions and discomfort at the ipg site. Surgical intervention took place wherein the extensions and ipg were explanted and replaced to address the issue. Discomfort has resolved.